Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the control panel of the sorin c5 system reset itself during priming and then continuously alarmed. There was no pt involvement. The medical personnel at the hosp checked the connections and cables and found no problems. The (B)(4) circuit board was then replaced with a board from another machine and the issue was resolved. The investigation is on-going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the control panel of the sorin c5 system reset itself during priming and then continuously alarmed. There was no pt involvement.